Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1901166. The review revealed one quality notification during the production process that may have contributed to this reported incident. This quality issue was handled during the time of production. During the production of the product, embedded material was found within the barrel component. Some particles may reside in the walls of the product mold and due to the high working temperatures, the particles burn. It is possible that these particles then become embedded into the molded piece. As a sample was not available for return, it cannot be confirmed that this is the exact case of foreign matter. If this incident is related to the burnt particles within the molding machine, it is a cosmetic defect only, as the plastic piece is embedded with no chance of detachment. There are current quality controls in place to reduce the risk of this incident from recurring.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd experienced foreign matter in device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: the nurse opened the syringe and found a foreign matter in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in bd experienced foreign matter in device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: the nurse opened the syringe and found a foreign matter in the syringe.